Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital's alaris guardrails drug library pediatric profile was recently updated with a new weight range to capture older or larger pediatric patients. However, one particular pump that was used for a pediatric trauma patient did not have an updated drug library (propofol's weight dose limit was only up to 40kg). Because of this, the clinician had to program the infusion using adult profile. Ultimately, this did not affect the patient had the dosing remained below the adult hard limit until the patient was transferred to another unit. The propofol was being used for sedation as the patient was on ventilator. It was also reported that the hospital created the guardrails drug library on (B)(6) 2021 and should have included the new weight limit for pediatric propofol dosing. The event occurred on (B)(6) 2021 at 9:03pm. There was patient involvement but no harm.